Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. It was reported the patient experienced palpitations. An x-ray was performed and the lead appeared to be fractured near the suture sleeve. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the insulation was damaged 12.9 centimeters (cm) from the terminal pin. The outer coil was deformed at this location and the inner coil was found to be fractured. The suture sleeve remained tied down on the lead body 14.7 to 16 cm from the terminal pin. Resistance testing found the lead was not electrically continuous due to the observed inner coil fracture. Detailed analysis confirmed the reported clinical observations. The damage was consistent with damage that may occur during the initial implant procedure.